Manufacturer narrative:
The product was not returned. Therefore, the serial number and model number cannot be identified. Date of event: event date is approximate. Information not provided. The product was not returned. Therefore, the manufacture date cannot be identified. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer alleged that their sonicare power toothbrush caused property damage during charging. No injuries were reported.